Event description:
The jetstream catheter was in the anterior carotid artery (aca), and the jetstream ruptured upon giving a contrast media injection. First, the physician noticed that nothing came out of the catheter, then noticed that everything came out of the ruptured part. The proximal hub of the jetstream 18 had been removed and replaced with a touey-borst connector, and a 1 cc syringe had been attached. By using a 1 cc syringe can generate more pressure which could rupture the shaft. Clearly, the user modified the product, producing an adulterated product.